Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. The leads were explanted. Lead device information was requested, but has not been provided to the manufacturer.

Manufacturer narrative:
Device information was provided and has been added to this report.

Event description:
Additional information was received which indicated that following the lead replacement, the patient reports receiving effective therapy.